Event description:
Malfunctioning penile prosthesis. Was removed and replaced on (B)(6) 2013. Surgeon noted several areas of defect. There was a tubing leak at the level of the reservoir tubing attachment to the reservoir. Both of the corporal bodies had ingrowth of tissue along the material sleeve of the cylinder and required extensive dissection and some reconstruction of the proximal corporal body on the left.